Event description:
It was reported that the gynecologic laparoscope had a poor image. The issue occurred during unspecified procedure while the patient was under sedation. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error (b30), no image, damaged fiber bonding in the outer tube area (distal end). A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction scope communication error (b30) and no image was due to the broken video cable. The cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental emdr is being submitted to provide the manufacturing date. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.